Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical "transvenous implantation of a stent valve in patients with degenerated mitral prostheses and native mitral stenosis" authors henrik casimir ahn et al, the following events were identified as pertaining to edwards devices: [patient # 7] a 80-y-o patient with a 27mm edwards valve implanted in the mitral position underwent a valve in valve replacement after an implant duration of approximately 17 years and 10 months due to degeneration leading to grade 2 mitral regurgitation. A 29mm transcatheter valve was implanted within the disabled edward valve. The patient did not have complication before discharge on pod # 6.